Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began the week prior to contacting lfs. On an unspecified date/time, the patient reportedly tested his blood glucose with the subject meter and the emergency medical service's (ems) meter within 30 minutes of each other; however, the patient is unable to provide specific blood glucose results. The reason ems was contacted is not known. According to csr's documentation, in addition to oral medication (type and dose unspecified), the patient stated he also manages his diabetes with diet and/or exercise; however, the patient denied taking any action in response to the alleged inaccurate high reading. On an unspecified date/time, the patient reportedly developed symptoms of sweating and weakness. It is not known if the patient made any changes to his activity level, diet, or medication prior to the onset of his symptoms. Per csr's notes, on the same day of the alleged issue (date/time unknown), the patient was administered glucose tablets/gel by a health care professional as treatment. It is not known how soon after the patient's reported symptom improved and it is not known if the patient received any additional medical intervention. During troubleshooting, the csr confirmed the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged issue began.